Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Investigation result: the coils of the returned guidewire were broken at the middle solder located at 15 mm from the distal tip. The coils on the distal side were gathered towards distal and the core wire was exposed. The coils at the breakage site were uncoiled. Lot history review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Conclusion: based on the obtained information and investigation outcome, it is concluded that rotational force exceeding the product's design limit might be inadvertently given to the guidewire while its tip was trapped by the calcified lesion, and the force led the coils distal to the middle solder to be displaced and broken. Warnings section of the IFU describes: - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this device in the blood vessel or removing it, do not torque and/or pull the device itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and - "separation or breakage of the guide wire" as possible adverse reactions / events.

Event description:
Reportedly, during pci to treat a heavily calcified cto lesion in the lad #7, several guidewires were used with a catheter support in attempts to cross the lesion. When the physician exchanged a guidewire to the subject guidewire and attempted to cross the lesion, the guidewire got stuck with the support catheter. Both devices were removed from the patient and the procedure was discontinued under the physician's decision. The physician commented that there were no health impacts to the patient and no remedial actions were taken for this malfunction. Information of the patient outcome was obtained via distributor on 11/9/2016 and it said there were no patient complications after the procedure.